Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrointestinal videoscope exhibited the balloon channel had foreign material and clogged. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: the reprocessing method for gf-ue190 is described in "evis eus ultrasound gastrointestinal videoscope olympus gf-ue190 reprocessing manual". By following this, the indicated phenomenon may be prevented. Olympus will continue to monitor field performance for this device.